Event description:
It was reported during a da vinci si prostatectomy procedure the mega needle driver instrument clamp was noted to be dislocated at the base of the scissor. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to replicate the customer reported complaint. Engineering found the instrument with frayed cable at distal idler pulley. The frayed cable section was approximately 0.03 in length. No damage was found on the pulley. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.